Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was pulled back and loss of slack was noted. The rv lead was repositioned and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implant a warning was alerted for low impedance on the right atrial (ra) lead. It was further reported thresholds have increased and are high, sensing has decreased and impedance is trending downward. The ra lead remains in use. No patient complications have been reported as a result of this event.